Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the tubing was found leaking at the proximal end of the pumping segment where the fitment attaches to the silicone segment. The antibiotic medication leaked onto the floor. There was no report of harm.